Event description:
It was reported the patient had their first programming episode in the doctor¿s office and they had a good response with mobility but they also complained of nausea. It was noted the patient had a lot of nausea, discomfort, and ¿lots and lots of dyskinesia,¿ especially freezing and ¿hypernicity.¿ it was noted the health care professional (hcp) ¿backed it way down again¿ and then incremented it up but the side effects never went away. It was stated the patient¿s nausea and abdominal fullness and gassiness got worse and worse. It was noted the patient saw their hcp on (B)(6) 2013. It was noted they had tried several different sites. It was noted at the beginning of (B)(6) 2014 the patient did not have any dyskinesia but their movement ¿wasn¿t terrific and they still had a lot of freezing, horrendous gastroparesis, bloated stomach, intestinal bloating after eating, miserable all of the time, and they constantly tried to have a bowel movement.¿ it was noted the hcp did not think the vagus nerve was stimulated. It was noted after the patient took their medications, they had very slurred speech ¿like they were drunk¿ and they could barely walk. It was stated all of the patient¿s symptoms had gone on since (B)(6) 2013. It was stated the patient had constipation. It was noted the patient saw their hcp about every two weeks to adjust programming but it did not work well.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0ar0y, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va0ar0y, implanted: (B)(6) 2013, product type: lead. (B)(4).